Event description:
The patient said she has been told that she has a 'frayed wire' and she needs to have her pacemaker checked once a month. Follow up with the doctor's office found the patient was last seen in late (B) (6), 2010, and was told to follow up monthly because her device had been implanted for six years, and they wanted to monitor the battery. The patient was reportedly not told that her lead was frayed and there was no indication of it; the leads were performing 'just fine.' The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.